Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation at the distal region. The cause of the reported event was due to an external abrasion which is consistent with friction to another implanted device or feature of patient anatomy.

Event description:
During follow-up, oversensing episodes were noted due to noise on the atrial lead. The lead was explanted and replaced to resolve the issue and the patient was in stable condition following the procedure.